Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had no image. The device powers on, light comes on but no image. The unspecified procedure was completed using a similar device. No delay and no patient harm reported.

Event description:
It was reported, during preparation for use the subject device had no image. The device powers on, light comes on but no image. The unspecified procedure was completed using a similar device. No delay and no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The video cable was broken, and therefore, the image was not being displayed. In addition, the following reportable malfunctions were identified during the device evaluation: the coverglass of the insertion section was cracked. Based on the investigation results, the following likely led to the malfunction: the most probable cause of the complaint was traced to component failure, without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.